Event description:
It was reported that the surgeon implanted a micl 12.6 implantable collamer lens and did not like the way the lens seated in the eye. Add'l info was requested but none forthcoming. If any additional info is received a supplemental medwatch will be submitted.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that two pieces of a haptic plate was torn off and missing and there was a clear surgical residue on the lens. A work order search was performed and there were no similar complaints found within the work order.